Event description:
It was reported that the pump battery was unresponsive. Reportedly, the pump was possibly exposed to high temperatures due to a house fire. There was no adverse impact to the customer's blood glucose level. The report was made by a third party due to the customer being unable to be contacted and no additional information was able to be obtained regarding the event.